Event description:
The sales representative reported that when coming off bypass, the disc of this mechanical valve was not opening properly and seemed to be stuck. It was replaced with no adverse patient effects reported.

Manufacturer narrative:
Evaluation method code: other =valve not returned for analysis. Results code: other valve not returned. Conclusion code: other =cause of event cannot be determined. Analysis: the valve has not been returned for analysis. Return of the device is anticipated. Conclusion: upon receipt at medtronic's quality laboratory, a complete analysis will be performed. A follow-up will be filed following the completion of the analysis.